Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the device plunger was depressed prior to opening the foot. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: stabilize the device to ensure the foot is apposed to the vessel wall and depress the plunger. The IFU violation contributed to the reported difficulties with the device. The cause of the reported difficulties is user error. The subsequent treatment appears to be related to procedure circumstance. In this case the account admitted the plunger was depressed prior to opening the foot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier- failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted with a prostyle device after a percutaneous transluminal angioplasty interventional procedure using an 8f sheath. Reportedly, the user inadvertently partially depressed the plunger before opening the foot, leading to a cuff miss [suture retrieval issue]. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.